Event description:
It was reported that the user received an alert 41 restart alert and an ¿unable to proceed¿ message when attempting to swipe to rewind the ilet, including repeated restart attempts without supplies in the pump. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or need for medical intervention. Investigation included remote troubleshooting and education. Investigation of this case revealed a device malfunction consistent with an insulin shaft rewind error, indicating an issue within the insulin drive mechanism. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure during the rewind function. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.